Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to clinic due to his system controller not recognizing that they were hooked up to power sources. While in the clinic, the patient was on wall power on the white cable, and his battery source was not recognized, including the yellow diamond being illuminated. The patient had 3 batteries they brought having error codes b0004 and b0001. Log files were sent and reviewed, and they captured several odd low power and power cable disconnect alarms on 09oct2024. Regarding the batteries, it was recommended that they be examined for damage, and the metal battery contacts and terminals be cleaned inside the battery clips.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical power cable disconnect / low voltage alarms was confirmed via the provided log file. The log file captured several atypical powers cable disconnect and low voltage advisory alarms while either batteries or wall power was in use. These alarms appeared to have been caused by the voltage within either the white or black power cables fluctuating below the alarm threshold, and atypical low voltage hazard alarms were also observed when the atypical power cable disconnect condition occurred in both cables simultaneously. The alarms resolved when power was restored to the system, and the alarms did not prevent the system from operating as intended throughout the data. The system controller (serial number (B)(6) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook (rev. D, section 3 ¿powering the system¿) instructs users on how to correctly connect to a new power source when switching power sources. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including low voltage, power cable disconnect, and no external power alarms. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.